Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked occlusion sensor. The event occurred during preventive maintenance inspection. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 9/12/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) seal part of the downstream sensor assembly, but the downstream sensor was not damaged though. The downstream was tested and occluded with a pressure of 22 psi, and it was noted that the location of the cracks were isolated above the bezel screws. The ehl logged in downstream occlusion alarms 253 times in the ehl, and they occurred during infusion. The pump passed all functional tests including no disposable alarm testing, occlusion testing, and functional checks. The cause of the customer reported problem was the cracks on the dso seal. The pole mount adapter was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative investigated the pump, but no repairs were performed.